Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, tried charging on working outlet for at least 30 minutes, and then tried different wall adapter and charging cable without success, and pump was not replaced because it was out of warranty.